Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50 mg/dl). Reportedly, low bg's were due to the customer digging in the snow. Customer disconnected from the site and consumed food to stabilize bg levels. In addition, it was reported that the pump fell out of the car and was ran over by a car. Customer had elevated blood glucose levels (365 mg/dl). Customer stated manual injections will be used to stabilize elevated bg levels.